Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product continued: (B)(4), ipg, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that approximately four months ago there was an acute rise in thresholds on the right ventricular (rv) lead. Impedance was also high, and fracture was suspected. A lead warning triggered. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that there had been a polarity switch.